Event description:
The customer reported that during one pt event, they were unable to acquire pads ECG view during a cardiac arrest (reported in this MDR) and the device shut down unexpectedly (MFR report # 1218950-2010-00900). The customer stated that the device behavior did not impact pt outcome. This report addresses the reported inability to acquire pads ECG view.

Manufacturer narrative:
The customer reported that during one pt event, they were unable to acquire pads ECG view during a cardiac arrest (reported in this MDR) and the device shut down unexpectedly (MFR report # 1218950-2010-00900). The customer stated that device behavior did not impact pt outcome. This report addresses the reported inability to acquire pads ECG view. Philips evaluated the device and found that there was no malfunction. The electronic event summary was evaluated by philips quality investigators. Both ECG leads and pads were being used on this pt. Use of the lead select button allows the user to choose their preferred ECG waveform. In this event, the customer did not depress the lead select button to change pads view. This was a user misunderstanding of the lead select button and not a device malfunction. The device passed all standard performance and verification testing and was returned to service. Note: since two issues were reported for this defibrillator during this one pt event involving a death, the death is reported in MFR report # 1218950-2010-00900 (B)(4). For this report (B)(4) we have classified the event as a product problem/malfunction, so that it would not appear that two separate deaths had occurred.